Event description:
Initial info received stated that the pt had a covered esophageal stent placed/implanted in 2000. The clinical indication was esophageal malignant stenosis at the distal segment. There was no report of any complication with that procedure by endoscope. As reported, five weeks later the pt was seen in the hosp for sudden dysphagia. With further eval the physician found "stent dysfunction with mesh rupture". Info was reported by international user/complaintant. Further info had been requested three months later.